Manufacturer narrative:
Evaluation: the product was not returned or released to co for evaluation.

Event description:
The iab was inserted into the pt on 5/2/97 at 8:30 am. After iabp for 15 minutes there was poor augmentation and the iab leaked. The iab was removed and a second was inserted into the pt. As a result of the event, there were bleeding complications, a transfusion was required and the iab was surgically removed. On 6/11/97, co was notified that it was unk if the iab was discarded. The contact stated that it is the policy of the facility not to release the iab. Event complications: bleeding/transfusion/surgically removed - rpt'd 5/9/97. Pt current status: unk - rpt'd 5/9/97.